Event description:
It was reported that a system error 2367 alarm (power failure error that discontinues the present therapy and is due to possible air in line) occurred on the homechoice device during the initial drain of peritoneal dialysis therapy. The patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was found with the supplies or the setup that could have caused or contributed to the alarm. The power was cycled to clear the alarm and the patient was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.